Event description:
This is a spontaneous case report received from a lawyer, on behalf of an adult female plaintiff in united states on 25-oct-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014. Shortly after undergoing the essure procedure, a hysterosalpingogram test was performed and her coil was properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, abdominal pain, pain during intercourse, excessive rashes, generalized pruritus, excessive migraine headaches, and frequent bacterial infections. She never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physician, but was unable to resolve them. In (B)(6) 2016, she underwent surgery to remove her essure coils. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who began experiencing severe chronic pelvic pain and frequent bacterial infections (interpreted as pelvic infections) after essure (fallopian tube occlusion insert) insertion. One year and 5 months later, she underwent a surgery to remove her essure coils. Pelvic pain and pelvic infection are anticipated events in the reference safety information for essure. Although essure system is sterile, pathogens from upper genital tract infections may adhere to essure insert and contribute to the development of infections. Therefore, a causal relationship between pelvic infection and essure inserts cannot be excluded. Considering this context, the causal relationship between pelvic pain cannot be excluded either. This case is regarded as incident since surgical device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc (ptc global number (B)(4)) received on 07-dec-2016: not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who began experiencing severe chronic pelvic pain and frequent bacterial infections (interpreted as pelvic infections) after essure (fallopian tube occlusion insert) insertion. One year and 5 months later, she underwent a surgery to remove her essure coils. Pelvic pain and pelvic infection are anticipated events in the reference safety information for essure. Although essure system is sterile, pathogens from upper genital tract infections may adhere to essure insert and contribute to the development of infections. Therefore, a causal relationship between pelvic infection and essure inserts cannot be excluded. Considering this context, the causal relationship between pelvic pain cannot be excluded either. This case is regarded as incident since surgical device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.